Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a patient temperature out of range alarm in an arctic sun device. Bard/bd foley probe in place. They did not have packaging as it was placed in the ER. Foley did not read on the bedside monitor. Nurse would replace the foley. Explained the temperature-in cable needs to be replaced if replacing the foley did not resolve the alarm.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a patient temperature out of range alarm in an arctic sun device. Bard/bd foley probe in place. They did not have packaging as it was placed in the ER. Foley did not read on the bedside monitor. Nurse would replace the foley. Explained the temperature-in cable needs to be replaced if replacing the foley did not resolve the alarm.